Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, error message was shown on the programmer. In a prior follow up visit, upon device interrogation, internal software error was shown and the programmer was rebooted and a full follow up was completed. Patient was seen again for a follow up visit and an error message was observed on the programmer again. Programmer software was reinstalled to resolve the issue. Patient was stable prior, during and post follow up and will continue to be monitored.

Manufacturer narrative:
The reported field event of a programmer error message was confirmed in the laboratory via review of the programmer logs. The device was tested on the bench and the error message was reproduced. The cause of the error is an anomalous component on the hybrid.

Event description:
New information received: upon interrogation of the device with two separate programmers, error message was still showing on the programmer. Rebooting and removing the wand did not resolve the error message issue. It was recommended to replace the device. Patient was stable.

Event description:
New information received: device was explanted and a new device was implanted. No further information available.